Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead may have dislodged upon tying down to pectoralis muscle. It was noted that during a post-operative chest x-ray, when the patient moved their left arm, bradycardia was observed. The lead was able to be settled into the rv apex using stylettes with good results. No adverse patient effects were reported.